Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's keypad to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's on/off button was not responding. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.